Event description:
It was reported that this patient received 3 inappropriate tachy shocks when she was playing with her niece, due to noise oversensing. The patient indicated that the subcutaneous implantable cardioverter defibrillator (s-ICD) migrated a few weeks post implant. The patient was seen in clinic, where maneuvers were performed and noise was only noticed in secondary and alternate configuration, which suggests a possible integrity issue with the implantable electrode. Subsequently, the s-ICD system therapy was turned off. Technical services recommended to perform x-rays to confirm or discard dislocations or integrity issues with the s-ICD system. Eventually, the implantable electrode was explanted and replaced, while this s-ICD was left implanted and in service. X-rays were performed, but no integrity issues or dislocation was confirmed with neither product. No additional adverse patient effects were reported.